Manufacturer narrative:
The unit was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint regarding a "fluid out" alarm after extensive testing and stress testing at elevated temperatures for 48 hours. However, upon receipt it was noted that there were missing pixels on the display, the friction pads on the pole clamp assembly were missing, as well as one foot on the bottom of the housing. In addition, it was noted that pole clamp release handle had been removed. A review of this serial number's manufacturing records indicated nothing notable. It was reported that there was no harm to the patient. We have requested the lot number of the disposable set from the hospital. We will contact the facility an additional time, and if more information becomes available, a supplemental report will be submitted accordingly.

Event description:
The hospital biomed spoke with the physician and relayed the following message: "there was a fluid out error while setting bolus during the case but plenty of fluid left in the bag. He attempted to install a new disposable set and now has a new error message temperature out of range. Dr. (B)(6) had contacted belmont clinical specialist (B)(6) during the procedure but was unable to resolve the issue." The biomed promises to relay additional information of the case from the doctor in the near future. The patient was not harmed.